Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred during the load sequence. The customer successfully reloaded the cartridge to address the issue. Additionally, an occlusion alarm occurred. Reportedly, the customer cleared the alarms and resumed insulin delivery. Although requested by tandem technical support, the customer declined to perform troubleshooting. Blood glucose level was 130 mg/dl.